Event description:
The customer reported that pump had frequent primary audible alarms. There was no patient involvement. Evaluation of the returned device confirms the reported issue due to interconnect pwa. This lead to fail the infusion while in use.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due interconnect pwa. As a result, the interconnect board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.